Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller attempted to load a new cartridge with assistance from technical support, which involved cleaning the pneumatic tap area and removing the pump from its case. Reloading the same cartridge resolved the issue, and the caller successfully resumed insulin delivery.